Manufacturer narrative:
Further information was requested, but is not available.

Event description:
Related manufacturer reference number: 2938836-2019-03021, 2938836-2019-03020. It was reported that the system was explanted due to infection.

Event description:
New information received notes that the infection was bloodborne. Physician doesn't believe that the infection was related to the pacemaker system.